Manufacturer narrative:
Batch review performed on 15-feb-2023. Lot 2219299: (B)(4) manufactured and released on 26-oct-2022. Expiration date: 2027-10-05. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review.

Event description:
The day after the primary surgery, the patient was revised because of dislocated patella implant. The dislocation occurred during post-op, in extension phase when patient tried to walk. The surgeon revised insert and femoral component and the surgery was completed successfully. Insert and femur revised to switch to a revision system, patella implant not revised.